Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 500 mg/dl while wearing the pod. Symptoms reported include vomiting and a headache. It was reported that the patients personal diabetes manager (pdm) was not giving the correct blood glucose readings. The patient applied a new pod prior to going to the hospital. Once at the hospital the patient was treated with an intravenous drip of insulin, drinking water as well as not eating. The patients blood glucose level had decreased to 175 mg/dl once treatment was given at the hospital. The patient was released from the hospital at 1:30 am the following morning.